Event description:
The customer returned the endoscope sheath, which is an olympus asset with no reported complaint. During the evaluation of the device, the ceramic insulation was broken off was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: separation problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device